Event description:
It was reported by the customer's mother, that the customer received a button error alarm. Customer's blood glucose level at the time 67mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump had no button error alarm noted. Up arrow button did not respond due to flattened button dome switch. Unable to perform displacement, basic occlusion, occlusion, prime/a33 and no delivery test due to unresponsive button. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.